Event description:
Pump due (B)(6) 2019, (B)(4) is not working, she just tried today. It turned on and then went completely off. Patient tried replacing batteries as well and the pump does not turn on. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.